Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation procedure thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient experienced pericardial effusion that required pericardiocentesis and ventricular tachycardia (vt) which required defibrillation (referred to as "shocked" in the event description). After going transseptal using an intracardiac echocardiography (ice), the physician had noticed that there was an effusion developing on ice. Cardiac perforation was suspected but not confirmed. Sinus rhythm was restored, and about 700cc of fluid was removed from the patient. When they were obtaining access for the pericardiocentesis, the patient went into vt, and had to be ¿shocked¿. The physician was unsure of the cause. Potential causes discussed included the transseptal puncture, though he reported no difficulty with it. Prior to transseptal, they mapped the right atrium with an stsf and noted a ¿high force event¿ and this was also discussed as a possible cause. Patient improved but required prolonged hospitalization. Patient was sent to ICU for continued monitoring of pericardial effusion post pericardiocentesis. No ablation was performed prior to noting the pericardial effusion. The event occurred immediately post transseptal. Irrigated catheter was out of the patient body at the time. No error messages observed on biosense webster equipment during the procedure. With the current information available, this event is being reported as a conservative measure against the ablation catheter, despite the ablation not being performed and because mapping was performed prior to the adverse event. If additional information is received, this event will be reviewed accordingly.

Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia ablation procedure thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient experienced pericardial effusion that required pericardiocentesis and ventricular tachycardia (vt) which required defibrillation (referred to as "shocked" in the event description). After going transseptal using an intracardiac echocardiography (ice), the physician had noticed that there was an effusion developing on ice. Cardiac perforation was suspected but not confirmed. Sinus rhythm was restored, and about 700cc of fluid was removed from the patient. When they were obtaining access for the pericardiocentesis, the patient went into vt, and had to be ¿shocked¿. The physician was unsure of the cause. Potential causes discussed included the transseptal puncture, though he reported no difficulty with it. Prior to transseptal, they mapped the right atrium with an stsf and noted a ¿high force event¿ and this was also discussed as a possible cause. Patient improved but required prolonged hospitalization. Patient was sent to ICU for continued monitoring of pericardial effusion post pericardiocentesis. No ablation was performed prior to noting the pericardial effusion. The event occurred immediately post transseptal. Irrigated catheter was out of the patient body at the time. No error messages observed on biosense webster equipment during the procedure. With the current information available, this event is being reported as a conservative measure against the ablation catheter, despite the ablation not being performed and because mapping was performed prior to the adverse event. If additional information is received, this event will be reviewed accordingly. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation (mre) was performed for the finished device 31157175l number, and no internal action related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Physician was unsure of the cause of the adverse event. Potential causes he discussed included the transseptal puncture, though he reported no difficulty with it. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 08-dec-2023 which identified a preface sheath was also used for the procedure. As such, the concomitant product section was updated and unk_preface sheath was added. It was also reported that the high force event previously referenced was an instance of a high force reading on the ablation catheter that caused the screen to flash in warning of the high force. Per the system setting the warning flash occurred over 40g of force. The catheter was in the right atrium at the time. No troubleshooting was performed. The physician relocated the catheter to a different location where it was not pressing with such high force. Cardiac perforation was not confirmed. On 03-jan-2023, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Based on the additional information which identified the preface sheath also being used, the biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2024-00079 for product code unk_preface sheath (preface® guiding sheath with multipurpose curve).